Manufacturer narrative:
Results: the complaint of invalid impedance was confirmed. As received, the extension revealed that an internal wire was detached on the 3rd electrode inside the header creating an electrical open. All other channels passed continuity and stress testing. As impedance issues were reported prior to the explant procedure, the detached wire in the header was consistent with overstress caused while the extension was in the patient¿s body. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 3 of 3. Reference MFR. Report#: 1627487-2015-25039 and 1627487-2015-25047.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.